Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device shaft was analyzed for any damage. The devices shaft showed damage in the form of 1 fracture. The fracture was located 56.7cm from the hub. The device was not completely separated the inner liner was still connected. The fracture looked to be consistent with a bending and tensile force breaking. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the microcatheter was fractured. Vascular access was obtained via radial access approach. A direxion fathom-16 system was selected for use. During the procedure, when the physician was advancing/manipulating the direxion microcatheter through a non-bsc diagnostic catheter, he met resistance within the base catheter possibly due to the tortuous anatomy. At that point, it was noted that the direxion microcatheter fractured and was removed. The entire system was intact. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the microcatheter was fractured. Vascular access was obtained via radial access approach. A direxion fathom-16 system was selected for use. During the procedure, when the physician was advancing/manipulating the direxion microcatheter through a non-bsc diagnostic catheter, he met resistance within the base catheter possibly due to the tortuous anatomy. At that point, it was noted that the direxion microcatheter fractured and was removed. The entire system was intact. The procedure was completed with another of the same device. No patient complications were reported.